Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3550-39, lot# n285972, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Event description:
It was initially reported that coupling and or communication issues had been present since implant. It was not possible to get beyond 1/4 of full battery. It was suspected that the implantable neurostimulator (ins) was at fault. It was indicated the ins was tilted in the pocket. Quick ins depletion was believed to be related to poor or no coupling ability, getting 2 bars or less was reported. It was stated that "the ins did not seem snug but tilted in pocket." It was also initially reported that, after troubleshooting, the coupling was consistently 0-4 bars. No x-ray assessment was conducted. Impedance/reprogramming was not performed due to discharged status of the device. The patient received good therapy when device was in use. It was reported that the patient had ins pocket revised due to poor/inconsistent coupling leading to difficulty recharging . An ins overdischarge state was noted. Problems with recharge coupling were stated as the primary reason for overdischarge. The last time any stimulation was felt and the last successful recharging session were about four months prior to this report. Using antenna locate feature twice resulted in a power on reset (por) message being displayed on the recharger which then lead to the normal recharging screen. Five days later it was stated that the battery was read as depleted but no longer in discharged mode at completion of that session. Charging was not attempted as directed by patient's healthcare professional. Six days later it was reported that the patient's battery had resumed normal charging immediately upon syncing with 6 coupling bars on average, and he had been also able to receive therapy. It was believed that the battery had been initially placed too deep and that it had shifted in the pocket.